Event description:
Customer reportedly received results of 85 mg/dl and 154 mg/dl within 10 minutes on the advantage system using comfort curve test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.